Manufacturer narrative:
The result of the pathology report indicated "organized thrombus". Of last communication, the patient was doing well and was discharged from the hospital following the tavr procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The device remains implanted in the patient. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that patient factors (thrombus or valve tissue detected in the right coronary cusp prior to s3 deployment) may have led to the coronary occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a tavr procedure with a 20mm sapien 3 valve in the aortic position, balloon valvuloplasty (bav) was performed with a 16mm balloon without issues. During deployment the physician could not ¿rule out thrombus or debate the valve tissue that was detected in the right coronary cusp¿ and a decision was made to proceed with the procedure for patient safety. The procedure continued and the commander delivery system balloon was inflated with nominal volume. The valve was deployed successfully (80:20 aortic/ventricular) resulting in no paravalvular leak. After implant of the valve, a coronary angiogram was performed and the right coronary artery (rca) was obstructed. A primary pci of the rca, rca stenting at mid to distal rca and posterior lateral rca was performed. The clot was removed and was sent for pathology test. The patient was stable. Of note, a cerebral angiogram was performed and no emboli was noted. The native leaflet were moderately calcified. The annulus measurement by CT was 18.4mm x 21.6mm with an area of 308.7cm2. The left coronary ostia height measured 10.3mm and the right coronary ostia height measured 12.9mm. The patient had severe ventricular septal hypertrophy.